Manufacturer narrative:
A document and records review was performed on the reported lot. Documentation assessed includes: manufacturing, quality audit, production, raw material and device history records. This assessment found no anomalies that may have attributed to the reported issue; therefore the complaint could not be confirmed. Complaint sample was not returned therefore a product evaluation could not be performed. The cause of the reported complaint could not be determined. Information from this incident will be included in our product complaint and MDR trend analysis.

Event description:
This is a non us event. Consumer stated that when she used the super absorbency tampons it unraveled and elongated during removal and the pledget remained mostly in the vaginal canal after the string pulled free with just a tiny amount of pledget attached. Manual removal of the remaining was successful.